Manufacturer narrative:
Age at the time of event: (B)(6). The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(4) clinical trial. It was reported thrombus on the closure device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted. The patient was prescribed clopidogrel. Anticoagulant medication was not started because the patient has thrombocytopenia. The patient had previously been prescribed low molecular heparin, but stopped on (B)(6) 2018. At the three month follow up, a transesophageal echocardiogram (tee) and computed tomography (CT) scan of the heart was performed. Thrombus was noticed on the closure device. The patient was prescribed clopidogral. No further complications reported.